Manufacturer narrative:
Additional relevant info will be provided when the device eval is completed.

Event description:
It was reported that during l5-s1 surgery, retro-grade displacement of a 3 degree endplate occurred. Another 3 degree endplate was used to complete the surgery. No pt complications were reported.